Manufacturer narrative:
Weight, ethnicity, and race:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -15.5/3.0/089 (sphere/cylinder/axis) was implanted into the patients left eye (os). On (B)(6) 2022 the lens was implanted and removed intra-operatively due to lens tear/break during injection/delivery into the eye. A replacement lens of longer length lens and power was implanted. The problem was resolved. Case was reported as unknown.